Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill resistance was experienced. Reportedly, the customer had filled the cartridge with cold insulin. Tandem technical support reviewed the fill process with the customer to address the issue. Customer¿s blood glucose level was not impacted.